Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. The keypad connector was found closed properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the act button was not responding. Insulin pump will be replaced.